Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose, particularly overnight, which led to pt concern; the user had been eating bedtime snacks that contributed to subsequent glucose rise and additional insulin delivery, and an agent guided the user through a factory reset and setup, after which the system resumed automated insulin delivery. Symptoms included hypoglycemia with sweating and dizziness. Outcomes included the need for oral glucose intake. Investigation included review of device data and user education on bedtime snack practices and system use. Investigation of this case revealed no device malfunction and suggested user behavior as a contributor to prolonged lows, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.